Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was reached 524 mg/dl. Customer treated their blood glucose with bolus deliveries. Customer also reported experiencing keytones, but none were present at the time of the call. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting did not find any leaks or air bubbles present. Customer declined to check for site/insulin issues. Customer's current blood glucose was 342 mg/dl. The customer declined to return the insulin pump for analysis.